Manufacturer narrative:
E1: initial reporter address: 41-1 this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as "the patient took a bath in a public hot spring without a protective cover". The peritonitis was manifested by cloudy effluent. The same day as the event onset, the patient was hospitalized and treated with cefazolin (1g, per day, intravenous, discontinued after six days), ceftazidime injection (1g, per day, intravenous, discontinued after 29 days) and levofloxacin (intravenous, discontinued after 29 days) for peritonitis. Fourteen days after event onset, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. The patient was discharged from the hospital 23 days after the event onset. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.